Event description:
A female placed on table in nuclear medicine for surgical clearance with multiple assistants (pt weighed 345 lbs) but appeared uncomfortable, adjusting herself on the exam table. Tech turned to begin study and pt fell off table falling on face sustaining fracture of nasal bone, non-displaced fractures of medical wall and floor of left orbit, minimal hematoma in superior aspect of left maxillary sinus and a fractured left humerus. Subsequently, pt underwent surgery for left fractured humerus and placed in ICU post-op.